Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® sf nav bi-directional catheter and char was found on device. During an irrigated ablation, the impedance raised limiting the ability to come on ablation. Ablation was being delivered approximately 20 ¿ 30 seconds at the same site. After the catheter was removed from the patient, char was found on the distal electrode. The size of the char is unknown. The procedure was completed successfully with a similar-like device. There was no patient consequence. The physician consider that the char was excessive based on his experience. Settings during the event include: generator was at power control mode, temperature around 31 c° degrees, flow rate at 30 ml/min and power at 35 w. As char was found on the distal electrode of the catheter when it was removed from the patient, it was determined for this event to be reportable due to the potential risk for the patient.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool sf nav bi-directional catheter and char was found on device. During an irrigated ablation, the impedance raised limiting the ability to come on ablation. Ablation was being delivered approximately 20 ¿ 30 seconds at the same site. After the catheter was removed from the patient, char was found on the distal electrode. The size of the char is unknown. The procedure was completed successfully with a similar-like device. There was no patient consequence. The physician consider that the char was excessive based on his experience. Settings during the event include: generator was at power control mode, temperature around 31 c° degrees, flow rate at 30 ml/min and power at 35 w. As char was found on the distal electrode of the catheter when it was removed from the patient, it was determined for this event to be reportable due to the potential risk for the patient. The investigational analysis has been completed. The returned device was visually inspected upon receipt and it was found in normal conditions. Char was not observed. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Therefore an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. The root cause of char remains unknown. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.